Event description:
Customer's son reported that the customer receiving an error 6 message on her adc blood glucose meter. Caller further reported that the customer subsequently experiencing "very cold feeling", lost consciousness, and diabetic coma. Paramedics were called and responded. Customer was given glucose intravenously. Customer was not transported to a healthcare facility. Customer self-treated with humalog 75/25, losartan, potassium, simvastatin, hydrochlorothiazide, carvedilol, and by eating food. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. The medical event was related to customer using an expired test strips. Therefore no further investigation of the product is required. In addition, precision meters will display error 6 message if an expired test strip is used. In this case, the customer used an expired test strips. The adc test strips expired on (B)(4) 2011.